Manufacturer narrative:
UDI number added.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was no sound coming from the monitor speaker. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. Patient details were not available at the time this report was received.